Event description:
During the device evaluation, the endoscope reprocessor logs indicated the water supply pipeline was not disinfected since (B)(6) 2023. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the user did not thoroughly read the instruction manual. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 7 ¿routine maintenance¿. Section 7.3 ¿disinfecting the water supply piping¿. "Disinfection of water supply piping is required in the following cases: ¿ before using this equipment for the first time (after installation of the water filter set). ¿ immediately after replacement of the water filter. ¿ whenever bacteria are identified in the water supply piping. ¿ before using the equipment when it has not been used for more than 14 days when disinfecting the water supply piping, use acecide disinfectant solution." Olympus will continue to monitor field performance for this device.